Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the humeral stem being mal positioned, lack of range of motion, and rotator cuff arthropathy; the surgeon removed all of the turon implants and converted to a reverse shoulder.